Event description:
It was reported that a patient experienced a disconnection between their transfer set and their titanium adapter during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). Upon further clarification, it was reported that the connection issue occurred between the line of the transfer set and the luer lock of the same set. Evaluation: a review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A visual inspection of photograph of sample was performed which identified a separation in tubing /blushing from the patient adapter. The visual inspection verified the reported problem. The cause of the reported event was undermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that there was no visible damage on the transfer set and there were no initial connection or disconnection difficulties noted. The transfer set was stored coiled up and fixed to the patient's abdomen. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt (B)(4).